Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most likely cause of the chipped lens adhesive was a component failure. The most likely cause of the foreign material in the scope was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation, that the duodenovideoscope had white foreign material in the air/water channel and the adhesive around the light guide and objective lenses was chipped. There was no patient involvement.